Event description:
It was reported that the patient received a patient notifier alert for premature battery depletion which was also noted on a merlin at home transmission. The device was explanted and replaced. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the device was found in backup vvi mode. Review of the device image indicated the device entered backup vvi after explant. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.